Event description:
Persistent pain on left side. Mood swings, hot flashes, hip pain, losing teeth, vision worsened, depression, trouble sleeping. Pain on the left butt cheek feels like sciatica along with the chronic pain. FDA safety report ID # (B)(4).